Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the connector was broken, as a result the cable assembly and connector were replaced. (B)(4).

Event description:
It was reported that the connector was broken. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.